Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported on (B)(6) 2015 that the representative's tablet was giving him the error message ¿unable to open port¿ despite the device working prior to the case. The representative was able to remove the serial cable and wait 15 seconds as well as waiting an additional 15 seconds after reinserting which did not resolve the issue. He then exchanged the serial cable with another one and the issue resolved and the case was completed. The cable was received for analysis on 06/08/2015. Analysis was completed and approved on 06/16/2015. An analysis was performed on the returned usb to db9 cable and the cause for the issue was associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
(B)(4).